Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (type of investigation, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Email from pharmacy describing a customer noticed the pen needle he was to use same morning looked different, it did not have any threads to screw it to injection pen. I will email pharmacy to see if sample is available etc, and will update this form as soon as I have more info, but I want to send it to you today to be compliant to product complaint procedure.